Event description:
Pt undergoing cardiac bypass surgery. During the process of harvesting the vein (leg), the pt received a quarter size burn to his left leg, lower medially, left side. Treated with silvadene. Recently notified by family and heart surgeon group that this did not heal well and pt undergoing continued care for a resultant deep burn requiring wound care therapy.